Event description:
Corrected information: the initial MDR should have included the following statement: "no troubleshooting was done."

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient currently receiving dilaudid (15 mg/ml at 10.593 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient's medical history included plps (post lumbar puncture syndrome). Concomitant medications were oxycontin, tizanidine, levothyroxine sodium, lisinopril, amlodipine besylate, fenofibric acid, gabapentin, testosterone, venlafaxine hcl, trazodone hcl, lorazepam, oxybutynin chloride, clotrimazole-betamethasone, and linzess. The patient's social history was non-smoker/former smoker, no alcohol and allergies to stadol, paxil, and lyrica. A letter from the hcp dated (B)(6) 2016 stated that the patient had lower back pain with radiation down his legs for many years. He had an intrathecal pump implanted 5 years ago which diminished his use of narcotics. He was on a zero amount of narcotics for the past 5 years or so up until about 3 months ago. At that time, he had increased back pain with radiation down his legs, back to baseline as he was prior to having the intrathecal pump placed. Upon inspection of the pump, there was noted to be increased residual in his pump and increased spasticity given his clinical exam. Given the lifespan of the pump, it was recommended that the pump be replaced and he was currently scheduled for this on (B)(6) 2016. The clinic notes attached to the letter dated (B)(6) 2015 stated that the patient presented on (B)(6) 2015 for a standard pump refill. The patient reported a side effect of constipation. No increase in the dilaudid was given at the last refill. The dilaudid 15 mg/ml at 10.1 mg/day helped with the patient's symptoms. The patient's basal pump rate covered the patient's symptoms and the patient had adequate relief when utilizing the bolus feature. The patient experienced no side effects when using the bolus feature. The patient had a recent history of a uri (upper respiratory infection). The patient's pain was rated a 10 on a 1-10 pain scale. The expected residual volume at the visit was 1.4 ml; the actual residual volume was 4 ml. The pump was refilled and the patient was scheduled to return on (B)(6) 2015 for the next refill. Additional information was received from a company representative on (B)(6) 2016 and it was reported that all fluctuations were consistent after the volume discrepancy note in the (B)(4) 2016 letter from the hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.